Manufacturer narrative:
Unique device identifier (B)(4) the field service engineer performed hardware checks with acceptable results. He cleaned the ise waste line and the internal wash tank. The customer performed qc and precision testing with acceptable results. After service, no further issues were reported by the customer. The customer's calibration data consisted of no alarms. The investigation confirmed the sample pre-analytical handling was ok at the customer's site. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas c111. The customer stated ise qc has been erratic, but the customer confirmed ise qc was acceptable prior to patient testing. The initial na results were reported outside the laboratory. The customer repeated the samples on the same cobas c111 due to low anion gap results. On (B)(6) 2021, patient 1's initial na result was 132 mmol/l with a data flag. On (B)(6) 2021, the patient's repeat na result was 142 mmol/l. On (B)(6) 2021, patient 2's initial na result was 134 mmol/l. On (B)(6) 2021, the patient's repeat na result was 140 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number was 21500747 with an expiration date of 07-apr-2021.